Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure they had an occlusion issue with the handpiece. Surgery was completed using the same system and accessory with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).